Manufacturer narrative:
H1: updated: type of reportable event from serious injury to injury. Analysis results: 05/10/2022: this case was originally determined to be reportable based on the information provided by the consumer during intake. Re-evaluated the information provided by the consumer again, the decision tree then reprocessed to reflect from serious injury to injury. Based on the new information and reprocessing of the decision tree, the case is determined to be not reportable.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. Customer contact information and mailing address were not provided.

Event description:
The consumer alleged that their protectiveclean power toothbrush fractured their tooth.